Event description:
Report received from (B)(6) stating that the device had low power. The date of the event is unk. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was not received by depuy synthes power tool. If additional info is received, a supplemental MDR will be sent. (B)(4).